Event description:
During preparation for an unknown procedure, the physician selected a cook hemospray endoscopic hemostat. It was reported that when the hemospray package was opened, it was noted that one of the catheters was broken through [interpreted as catheter bends or kinks]. Clarification was received confirming the catheter was severed in two pieces along the catheter body/tubing and was unable to be used. The procedure was completed with the second catheter in package. This occurred prior to patient contact; there was no impact to the patient. In addition, the patient sustained no clinical consequence and there were no adverse effects to the patient.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. A photo of the tray lid stock was provided. The lot number provided in the photo matches this report. The label in the photo matches the product reported. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.